Manufacturer narrative:
Batch review performed on 05 june 2018: lot 174572: (B)(4) items manufactured and released on 23 october 2017. Expiration date: 2022-10-10 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on 01 june 2018 intraoperative tibial plateu fracture during primary tka. There is no indication that the problem may have been originated by a defective or faulty device.

Event description:
During final tibia implant impaction a part of the lateral tibial bone fractured. The surgeon treated it with a plate and fixation screws. The surgery was completed successfully.